Event description:
Particulate was seen in the eye of the pt during a cataract extraction procedure. This phacoemulsification handpiece was exchanged for another. All of the particulate was able to be aspirated.